Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model#: sc-4316, lot #: 18663597, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a bad infection at the ipg and leads site. Patient symptom was drainage at the ipg site. The patient was prescribed antibiotics. The physician believed the infection was device related and not related to the procedure. The patient underwent an explant procedure. No device malfunction was suspected.